Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced missing door/latch assembly, display board and platen. During testing the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found to be delivering fluid within specification. Device history record: a review of the device history record showed the device had a manufacture date of 03jul2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had a broken door. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device had a broken door. There was no additional information provided and no patient involvement.